Event description:
It was reported that a patient experienced hypoglycemia per a continuous glucose monitor reading and did not confirm with a fingerstick due to lack of access to a glucometer while away from home, the patient ingested oral carbohydrates and awaited glucose recovery, and troubleshooting and education were provided. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed no device alarms reported and no additional device performance concerns identified during the call. It was concluded that the cause of the hypoglycemia was unclear and that the event resolved with self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.